Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was something wrong with this right ventricular (rv) lead. It was reported that the patient was having palpitations and breathe heavily right on top the patient's heart. Attempt to obtain additional pertinent information were unsuccessful. This rv lead still remains in service. No adverse patient effects were reported.

Event description:
Additional information received indicating that this right ventricular (rv) lead was surgically abandoned. No additional adverse patient effects were reported.